Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to intermittent capture at maximum outputs. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.